Event description:
It was reported that the burr was unable to retract and brake malfunction occurred. A 1.25mm rotapro was selected for use in the calcified vessel. During the procedure, it was noted that there was difficulty (impossible) to retract burr of the rotapro 1.25 and keep the rotawire drive floppy in place. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.